Event description:
It was reported that the right ventricular (rv) lead had an insulation break. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and it was found that the overlay tubing insulation was breached from being melted. It was noted that the outer insulation had cosmetic depression, the outer tubing overlay insulation had cosmetic environmental stress cracking, the distal end low voltage electrode was covered in blood, the helix was distorted from being bent, the overlay tubing insulation was observed to have blood ingression and there was apparent explant damage. The analyst commented that the is-1 connector leg overlay tubing was melted at 8 centimeters and appears to have been patched with tubing and medical adhesive.